Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent recanalization procedure, the catheter allegedly had broken. Further, distal end of catheter remains in patient. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent recanalization procedure, the catheter was used to cross the lesion, and a piece of catheter was allegedly had broken off in patient's artery. Further, a small piece of plastic catheter remains in patient¿s leg. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one seeker catheter was received for evaluation. Upon visual evaluation, it was noted there was a break to the device and the other portion was not returned. No functional testing was performed as the break was confirmed, and the condition does not allow for further functional testing. Therefore the investigation is confirmed for the reported detachment as the detachment was noted to the seeker catheter. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.